Event description:
It was reported the monitor image was noisy. The issue occurred during preparation for use before a diagnostic gastroscope procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. The device evaluation found the screen blacked out. Based on the results of the investigation, it is likely that the following led to the malfunction: defective liquid crystal display. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.